Event description:
A nurse reported that during a phacoemulsification procedure the reflux function did not work well using the irrigation/aspiration handpiece. Additional information was received including a capsular tear occurred as a result of this issue. Additional information was requested but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The handpieces (hp) were tested with the customer present. The hps demonstrated strong and consistent reflux. The system was then tested and met all product specifications. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The system and handpieces were found to have met all product specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).